Manufacturer narrative:
As reported, it is anticipated that the used device will be returned to conmed for evaluation. To date, the involved vcare uterine manipulator has not been returned/received from the user facility. A supplemental and final report will be submitted upon receipt of the involved product and completion of the quality engineering evaluation. Device not yet received at conmed.

Event description:
The user facility reported that during use of a vcare uterine manipulator on (B)(6) 2015, the vcare disassembled when force was applied while the surgeon attempting to remove the uterus during a laparoscopic hysterectomy procedure. As reported, the shaft handle, locking nut and backwards cup came out together. The surgeon then had to remove the forward cup and the uterus through the vagina using forceps and laparoscopic assistance. The balloon was then removed laparoscopically through a 5mm port. Follow-up communication with the user facility confirmed that "once all parts were removed the procedure was completed normally" with no patient injury and only 15 minutes delay. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
The "used/damaged" vcare uterine manipulator from the surgery on (B)(6) 2015 was returned to conmed for evaluation, received on (B)(4) 2016. Visual inspection found the cervical cup, intrauterine balloon, and vaginal cone had completely detached from the manipulator tube. There was evidence that uv adhesive had been properly applied between the manipulator tube and the intrauterine balloon. The intrauterine balloon was torn and a small piece of the balloon remained attached to the manipulator tube, indicating that the balloon had initially been adhered securely. Measurement of the returned components confirmed all dimensional were within specifications and no product defects were identified during examination. In this instance, the damaged condition of the returned components suggested that the most likely cause of this reported problem is use related. This device was manufactured on 28-oct-2014. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. Of the lot containing eight hundred eighty (880) units, there were no other similar complaints received. A 2-year review of product history for this device family showed a total of twenty-eight (28) similar reports of "detachment cervical cup". During this same 2-year time frame, over 462,570 units were sold worldwide, making the occurrence rate for this failure mode 0.006 percent. It should be noted, of the twenty-eight (28) reports of component detachments, there has been only one (1) report in which a second surgery was performed to remove the retained foreign objects. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. It should be noted that the end-user facility reported that "when the surgeon went to remove the uterus using the vcare, the vcare disassembled when force was applied to remove the uterus". Based on this received information, it is believed that the reported incident is user related due to misuse of the device, as removal of the specimen (uterus) is not one of the documented indications for this device. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions, as well as removal instructions: prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup from the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: 1. Intrauterine balloon; 2. Cervical cup; 3. Vaginal cup, 4. Locking assembly, and 5. Thumbscrew) have all been retrieved from the patient.